Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the navigation system flashed to no display functionality. It was noted that navigation system could not connect to the ip address in the settings. It was reported that following prompts the camera reestablished communication but the reported issue recurred five times within an hour. It was reported that the issue occurred while navigating on a demo. Cable connections were verified and the issue could not be replicated during initial troubleshooting. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Unique device identification (UDI) and manufacture date provided.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment for another related event. Testing revealed that replacing the pc over ip (pcoip) client box resolved the issue for that event as well as this event. The system then passed the system checkout and was found to be fully functional. Reference regulatory report # 1723170-2018-04934 for information relating to the testing, part replacement, and product analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a software investigation was initiated, and it was determined this was not a software issue. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.